Event description:
The user facility reported a 76-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Following implant, the impella cp pump began to experience a drop in flow rates. Via fluoroscopy, it was discovered that the cannula was kinked proximal to the motor. As a result of the noted damage, the decision was made to replace the pump. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was submitted. The device was not returned for investigation. The cause of the low pump flow issue was most likely the cannula kink due to improper technique. In accordance with updated procedures, section d6 has been revised from the initial submission.